Event description:
The customer reported a probe leaked a small about of blood on the coulter hmx hematology analyzer with autoloader. The leak was not contained within the instrument. The fluids associated with the leak are blood, diluent and clenz. The customer was wearing personal protective equipment consisting of gloves, eye protection, and laboratory coat when the leak was found. The customer did not come in contact with the fluid and did not seek medical attention. No exposure (sprayed or splashed) to mucous membranes or open wounds were reported. No death, injury or changes to patient treatment or results are associated with this event. The customer did not review the msds; however, the facility does have a risk management / exposure control plan is in place. On the day of the event, a field service engineer (fse) was on site and found the probe wash cylinder sluggish. The fse lubricated the slide and the bearings that allowed the rinse block to move properly to normal position; hence resolving the issue. The failure mode was the probe wash cylinder.

Manufacturer narrative:
(B)(4).